Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they called for 2 reasons: the patient reported that the day prior to the call, when they got into the program and the blue light would blink and then would go solid but when they tried to increase it went to reconnect. The patient stated another problem (the other reason they called) was that they had been running at 0.2 or 0.3 but that now, at they were at 0.9 and could feel stimulation but also they were way too constipated. Again it was reiterated the patient could feel stimulation at 0.9. When trying to discuss the symptom results the patient stated they had noticed a physical difference but they were also taking medication as an anti-infection (for prophylactic use and not related to the device/therapy) that had also constipated them. While on the call, the patient connected the charger to the handset. The patient tried the handset and communicator and they were successful in connecting to program 4 at 0.9 and then increased to 1.1 which the patient had said had been too strong so they went back down to 1.0. While on the call, implant education information was reviewed with the patient as well as handset and communicator education information. It was noted the equipment worked as expected during the call. The patient did offered that the handset tutorial only told them 2 things and that it was basic. The patient noted that they had a follow up appointment on (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for what were the circumstances that led to the settings going from 0.2 or 0.3 to 0.9 the patient enigmatically reported ¿curiosity.¿ in response to the inquiry for what were the circumstances that led to the handheld device going back to reconnect when trying to increase the patient reported ¿poor connection.¿ in response to the inquiry for what steps were taken to resolve the strong stimulation that occurred while on the call and if reducing the stimulation down to 1.0 resolved the issue the patient reported ¿reduction of stimulation down to 1.0. There were no further complications reported/anticipated.